Event description:
Implant date: unknown. Routine post operative x-rays revealed what the doctor thought was pseudoarthrosis. During a revision surgery, it was discovered the patient had pseudoarthrosis and a locking mechanism on the device had broke. The device was explanted.